Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was unknown. Customer stated it was hot and the device may have been exposed to sweat. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.